Event description:
Our office reported that a female patient experienced excessive tearing, blurry vision and eye pain in both eyes with her initial use of complete mositureplus. Patient consulted a doctor and was diagnosed with keratitis. Patient was treated with an antibiotic and has recovered.

Manufacturer narrative:
Results from chemistry testing on a retained sample from the same lot were within specifications. No deviations were noted during batch record review.